Event description:
It was reported to boston scientific corporation that two jagwire guidewires (MDR ID: 3005099803-2012-06321 and MDR ID: 3005099803-2012-06325) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complaint, during unpacking the first jagwire (B)(4) the tip detached. A second jagwire (B)(4) was used to continue the procedure. During the procedure, the tip of the guidewire detached into the patient's bile duct. The detached fragment was recovered with a balloon. The procedure was completed with a third jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) the reported event of tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that two jagwire guidewires (MDR ID: 3005099803-2012-06321 and MDR ID: 3005099803-2012-06325) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complaint, during unpacking the first jagwire (06321) the tip detached. A second jagwire (06325) was used to continue the procedure. During the procedure, the tip of the guidewire detached into the patient's bile duct. The detached fragment was recovered with a balloon. The procedure was completed with a third jagwire with no patient complications. The patient's condition has been described as stable. **update (B)(6)** investigation results have revealed that although the tip of the guidewire was damaged, the tip of the corewire was not exposed making this event non reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that a section of the distal pebax had detached, but the tip of the corewire remained covered. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured and the ptfe jacket did not present any anomaly. Additionally, the outer diameter of the guidewire was measured and found to be within specification. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore it is most likely that due to manipulation during unpacking the defect was caused, since the presence of adhesive was determined, hence the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomalies were found.